Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the error message ¿head error¿ occurred on the rotaflow console (demo unit) during preventive maintenance. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(6).

Manufacturer narrative:
The affected rotaflow console with s/n number (B)(4) was investigated by a getinge service technician. The technician was able to confirm the reported "head error". The technician has been replaced the connection cable rf drive socket (article number 701034666) and the rf (rotaflow) control board pcba (printed circuit board assembly) kit (article number 701034051). The rotaflow console is working as intended and is back in use. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. In order to avoid reoccurrence of the reported failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / v15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Manufacturer narrative:
The event occurred in (B)(6). It was reported that the error message ¿head error¿ occurred on the rotaflow console (demo unit) during preventive maintenance. No patient was involved. No harm to any person has been reported. The affected rotaflow console with s/n number (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) were investigated by a getinge service technician. The technician was able to confirm the reported "head error". The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2022-07-07 the reported "head error" could be reproduced. Thus, the drive was sent to the supplier (B)(4) for repair. On 2022-09-13 the supplier (B)(4) was able to reproduce the reported failure "head error" and the root cause could be determined as misuse of the device (hot plug), which lead to a damage of the electronic parts. These parts were replaced by the supplier. After a functional test at getinge service department on 2022-09-19 the drive was sent back to the user. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported failure "head error" could be confirmed. A device history record (DHR) review for the rotaflow drive with s/n (B)(6) was performed on 2022-03-25. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The repair of the affected rotaflow console is still ongoing. A device history record (DHR) review for the rotaflow console with s/n (B)(6) was performed on 2022-03-25. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure.

Event description:
Complaint ID: (B)(4).